Event description:
It was reported that, "pt has instability."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info has been requested and if it becomes available then it will be submitted in a supplemental report.